Manufacturer narrative:
On (B)(6) 2017 09:15 am (gmt-4:00) added by (B)(6): the product was investigated at the lab of the manufacturer. A tightness test was performed. Hereby leakage at the dialysis valve and lock was confirmed. Thus the reported failure could be confirmed. Based on previously undertaken investigations for similar complaints the most probable cause of the reported issue is an offset which caused leakiness of the o-ring mounted within the dialysis lock and valve. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA (B)(4) process. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
Ref.: #(B)(4), customer ref.: (B)(6).

Manufacturer narrative:
(B)(6). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "after priming, it had been re-circurated around 2000 rpm (the flow rate was approx. 4l/m) by using the revolution centrifugal pump. After that, the customer found water right under the oxygenator and then, confirmed the leakage from the dialysis lock valve. They put on "tegaderm" to stop the leakage, but it was unable to stop it completely. The procedure was completed without replacing the oxygenator to avoid any risk from the replacement because it was not so" no adverse effects on the patient. The product will be delivered to mcp. (B)(4).